Event description:
It was reported that the lead exhibited poor ventricular sensing and elevated thresholds. A chest x-ray showed that the lead was dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.